Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was alarming button error. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received was a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
This information is provided in response to your request dated october 28, 2014 for corrected information. Our original medwatch report was submitted with incorrect manufacturer report number.